Event description:
It was reported that during implant of the left bundle branch (lbb) pacing lead, high thresholds and poor pacing were observed. The lbb pacing lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.